Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Return requested. Replacement biopsy guide shipped to site. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Suspect biopsy guide was returned and analyzed: as reported, the base is difficult to tighten. Otherwise, the guide is in good condition. The base screw will still rotate slightly when the thumbscrew is tightened fully by hand. Lot number shows part is over 2 years old, which supports an age/wear-related cause of failure. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the biopsy guide was damaged. It was reported that when the biopsy guide was being fixed, the screw was loose and the guide was unstable, even after the screw was tightened. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue, with this knowledge, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.